Event description:
On (B)(6) 2011, patient's husband called regarding the recall notice and reported the patient had issues with the infusion device 2 years ago but could not remember all of the specific issues. Husband stated the issues caused the patient to go to the hospital due to elevated blood glucose concerns. Husband reported the patient had blood glucose readings over 500 mg/dl and felt sick. Husband stated the patient attempted to bolus to bring down her blood glucose levels. Husband was unsure of patient's target blood glucose range. Husband reported the patient remained in the hospital for 2 or 3 days. Husband stated "they dumped her with fluids". Husband reported the patient has not used the infusion device in 2 years and did not want a replacement infusion device sent. Husband stated the patient's blood glucose level is back to normal by using injection therapy. Requested return of the alleged infusion device.